Event description:
User experiencing intermittent discrepant sodium and potassium results since (B)(6) 2007. The following examples were provided: initial sodium result 79 meq/l, potassium result 2.4 meq/l. Same sample repeated twice gave result of 134 meq/l for sodium each time and 4.1 for potassium each time. Initial sodium result 125 meq/l, repeat 132 meg/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.